Event description:
The customer reported that the system was displaying an "overload fault message" when fluoro was initiated. Another c-arm used to complete the cases.

Manufacturer narrative:
The ge service rep found the snubber pcb blown. He found the tank and tube arcing. The rep replaced the tank tube then calibrated the system. The system works as intended.